Event description:
Boston scientific received information that the patient with this pacemaker had a fall and had some dizziness. This device was checked and exhibited functional undersensing, loss of capture (loc) which resulted to asystole less than two seconds and high pacing lead impedance with unknown measurement in right ventricular (rv). The rv lead was surgically abandoned while the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.